Manufacturer narrative:
The hcg + b reagent lot number was 66436301 with an expiration date of 31-may-2024. The field service engineer (fse) found the pinch valve tubing was overstretched and replaced it. Precision tests and qc were acceptable. Calibration was last performed on 28-jun-2023 with acceptable results. Qc was acceptable. "Sample liquid level detection (lld) noise" errors were observed on the alarm trace data. These are indicators of possible poor sample quality. The service actions resolved the issue. H3 other text : na.

Event description:
The initial reporter questioned the results for 1 patient tested for elecsys hcg+b (hcg + b) on a cobas e 411 immunoassay analyzer. The initial result was 320.9 miu/ml. On (B)(6)2023 a new sample was obtained and the result was 358.6 miu/ml. The questionable results were reported outside of the laboratory where the physician requested repeat testing. The higher results did not correspond to the patient's clinical history. On (B)(6)2023 the original sample was repeated with a result of 170.4 miu/ml. This result was believed to be correct.